Event description:
Dealer alleges there is a connector that is loose and needs replaced. When end user is driving the unit shuts down. Per tech aj7973 needs new wiring harness which is no longer available.